Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during a certain ventilation mode the o2 concentration was unstable, however it was normal during normal use. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the reported problem has been reproduced by our service engineer. The o2 cell was replaced and has not been returned for investigation. Extensive simulated use test at the manufacture on another ventilator, with the same settings, has not reproduced the reported event. Evaluations of the received device logs show an indication of matching event on the reported event day. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation and the problem has not been able to be reproduced at the manufacture, the cause of the reported failure could not be determined.